Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a preterm baby who was born on 29+1 weeks, was transferred to nicu, and she was recruited to a study where she had additional monitoring with the device. The sensor was taken off once a day to air the skin under it and a specific adhesive remover was used to make sure that the baby¿s skin would not be harmed. But on the third day, it was noticed that there were two dark spots on her forehead, right where the sensor had the electrodes, and those spots turned out to be necrotic. The monitoring was finished at that point and the sensor was removed altogether, and the baby¿s skin was tended with medical honey in accordance with the nicu¿s instructions. It took quite a few weeks for the skin to heal, but is now ok.

Manufacturer narrative:
Correction: d3 additional information: d4, d8, g1, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.